Event description:
A patient reported blood glucose results of 141 and 110 with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient however reported that the strip vial was dented. The patient stated that the dent was noticeable. The first test was done with a strip from a dented vial and the second test was done with a strip from a new vial. The technique for applying the blood to the test strip and cleaning the puncture area were done correctly. It is possible that the stips from the dented vial got exposed to the air andprovided higher readings. No evidence of a serious injury. A new vial of test strips is being sent to the patient.